Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first clip worked well but not the second one. There were issues with the loading or firing of the clips.